Event description:
New information on (B)(6) 2016 stated that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the lead exhibited noise which was reproducible with isometrics. The lead was reprogrammed. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing palpitations presented in clinic. Upon interrogation, the right atrial lead exhibited noise. The lead was reprogrammed. The patient would continue to be monitored.